Event description:
During an atrial fibrillation pfa procedure in the left atrium, st elevations occurred thought to be caused by an air embolism. After prepping and flushing the sheath, the sheath was inserted into the patient. Blood aspiration was performed, and contrast medium was administered through a 20ml luer lock syringe. The patient developed st elevations in leads ll, lll and avf which resolved completely after approximately 3 minutes. Neurological checks were performed immediately, and the patient showed no acute neurological disorders. No air was visualized in the patient. The procedure was then continued and performed successfully. After waking up from sedation (deep sedation with propofol) the patient again showed no neurological disorders. Currently, there have been no adverse consequences to the patient. The physician is unsure if the introduction of air was from the inside the introducer or from the syringe that contained the contrast medium.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The cause of the damaged seal and subsequent leak remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h11. Corrected information: h6.